Manufacturer narrative:
The manufacturer has completed the investigation for a ventilator that allegedly had a blank display. The device was returned to the manufacturer for evaluation and the device's power supply was replaced to address the issue.

Event description:
The manufacturer received information alleging a ventilator's display was blank. There was no harm or injury reported. The device has yet to be returned to the manufacturer for evaluation. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.